Manufacturer narrative:
H11: section a: through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported, ¿patient attended for clinic appointment. Staff unable to gain venous return from PICC or unable to flush adequately. Chest xray taken and PICC tip confirmed in upper svc. PICC removed as not acceptable position for sact administration. Once PICC was removed it was noticed to have 2 significant kinks which were determined as likely cause of use issues. PICC was only inserted two days prior to this.¿ no other information was provided.

Event description:
It was reported, ¿patient attended for clinic appointment. Staff unable to gain venous return from PICC or unable to flush adequately. Chest xray taken and PICC tip confirmed in upper svc. PICC removed as not acceptable position for sact administration. Once PICC was removed it was noticed to have 2 significant kinks which were determined as likely cause of use issues. PICC was only inserted two days prior to this.¿ PICC removed and sent to infusional services. Patient had device replaced for sact. No other information was provided.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.